Event description:
Complainant alleged that when the emergency room staff administered a 360 joule shock to a male patient in his fifties, they noticed arcing on the apex side of the pad where the cable connects to the pad. The complainant indicated that the arcing occurred after the seventh or eighth defibrillation. The patient had been shocked in the ambulance on the way to the hospital six of seven times. There is no indication that the pads were repositioned or changed after transport to the hospital. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.